Event description:
It was reported that during a right hemi-colectomy procedure, a vascular reload was used in a regular gun. The device was fired and only two rows of staples were deployed. There was bleeding that they were able to control intra-operatively. After firing, the device was difficult to remove. They were able to get it off the tissue. Once removed, there was damage to the tissue that was repaired. No blood product was required. No device returning.

Manufacturer narrative:
The lot number of the sodium electrode was 69100.

Event description:
The user noted abnormal patient ise results for approximately 16 patient samples. The customer performed maintenance and then repeated testing of the patient samples. Of the data provided, the sodium results for three samples were discrepant. All repeat testing was performed on (B)(6) 2010. Sample 1 initial result was 109 mmol/l with a data flag, repeat result was 115 mmol/l with a data flag. Sample 2 from a male patient (B)(6), initial result was 130 mmol/l with a data flag, repeat result was 136 mmol/l. Sample 3 from a female patient (B)(6), initial result was 128 mmol/l with a data flag, repeat result was 137 mmol/l. Corrective reports were issued. The user stated she was not aware of any patient that was adversely affected by the original reported result and stated the doctor had questioned the results. The patient for sample 1 was sent to the ER, but the user was "not sure of his status". The lot number of the sodium electrode was not provided. The lot number of the reference electrode was 69100. The field service representative determined there was a problem with the reference electrode and replaced it. He verified the analyzer operation by performing calibration, controls and precision testing.